Manufacturer narrative:
The device and the lens were returned in the opened blister tray in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was retracted to almost the nozzle entry area. No damage was observed to the device. The lens was adhered in solution to the floor of the blister tray. There was no damage observed to the lens. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens was returned outside the device. No damage was observed to the lens or the device. The instructions for use (IFU) instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the implant extended beyond the end of the syringe. Additional information has been requested, but no further information is available.